Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 734887xom, serial/lot #: (B)(4) ubd: 12-feb-2026, UDI#: (B)(4) ; product ID: 9733533xom, serial/lot #: (B)(4), ubd: 03-oct-2024, UDI#: (B)(4) h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that while in a case, the system stopped being responsive. There was no impact on patient outcome and the issue caused a less than 1 hour delay. The system was restarted for troubleshooting and the system appeared to not recognize the patient tracker. The emitter could see the probes but the blue/green box for the patient tracker did not display. The site switched out the patient tracker but it did not fix the issue. The site was still unable to verify the instrument. Technical services (ts) had the site check the instrument page and the ent instrument tracker was orange. The instrument tracker was switched out and then the site was able to verify the instruments and register them successfully.